Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00284 on (B)(6) 2019. Additional information ((B)(6) 2019): siemens headquarters support center (hsc) found that the previously reported discordant result was obtained on sample ID (B)(6). The discordant result was not obtained on sample ID (B)(6). Sections b6 and h10 were updated to reflect the additional information.

Manufacturer narrative:
The customer contacted siemens customer care center. A customer service engineer (cse) was dispatched to the customer site. The cse found that the customer had to recalibrate the co2_c method every 5 to 6 hours to minimize drift. Siemens headquarters support center (hsc) reviewed the instrument data files and recommended that the cse perform routine bath and lamp maintenance. Per hsc recommendation, the cse cleaned the reaction ring, performed a drain and fill of the reaction bath, and the lamp change procedure without changing the lamp. The instrument was fully operational after service. No other issues have been reported by the customer post the service visit and the service actions performed resolved the reported issue. The cause of the discordant, falsely depressed co2_c result is unknown. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
One discordant, falsely depressed carbon dioxide, concentrated (co2_c) result was obtained on atellica ch 930 module. The initial result was reported to the physician(s) and questioned. The patient was sent to a hospital facility and a new sample was drawn, and tested using an unknown instrument. The new sample result was considered correct and was reported to the physician(s). A second repeat result was obtained using the original atellica ch 930 module. The result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2_c result.